Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported that the customer was hospitalized twice for uncontrolled high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. He was nauseous and had high blood glucose levels. His blood glucose level went from 180 mg/dl to over 400 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visits. The customer was vomiting. The customer was hospitalized on (B)(6) 2015 and went home but went to the hospital again the next day. Small air bubbles were present along the tubing. The insulin pump alarmed button error. The button error alarms were recurring. The device was not returned.